Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer failed to provide instrument differential flags on a sample that was found to have blasts by manual review. The manual differential indicated 10% blasts. The results were not reported out of the laboratory. No death, serious injury or change to patient treatment is associated with this event.

Manufacturer narrative:
The sample was collected in 3ml edta tube, stored at room temperature and processed within 1 hour of collection. Controls are run once per day and were within assay limits pre and post the event. A bci field service engineer (fse) was not dispatched for this event. Raw data was analyzed and showed 10% blasts and 2% immature cells. The analysis revealed that the scatter patterns show a little abnormality, but the scatter patterns were not significant enough for the algorithm to trigger blast flags at any sensitivity.